Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photo and video were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the conquest pta balloon catheter. During the procedure, the balloon was allegedly not been inflated. It was further reported that an ultrasound found that the push rod was damaged, and after removing it from the patient's body, it was determined that the push rod had burst during pressurization. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one conquest pta dilatation catheter returned for evaluation. Upon visual inspection, a burst was noted to the outer catheter revealing the inner gw lumen. The burst was located near to the distal tip. No kinks noted to the catheter shaft and no other anomalies to the luers, bifurcate or glue fillets. No functional testing was performed due to the condition of the device returned. One photo was provided and reviewed. The photo shows the burst was noted on the catheter shaft near to the proximal end of the balloon. Balloon was partially visible, and blood residues were noted throughout. No other anomalies were noted. One video was provided and reviewed. The video shows the health professional holding the conquest device and burst was seen on the catheter shaft near to the proximal end of the balloon. The device was inflated, and liquid was noted leaking from the burst area in the catheter shaft. The medical professional occluded the leaking/burst area, the balloon was able to inflate. No other anomalies were noted. Therefore, the investigation is confirmed for the reported burst container or vessel as a burst was noted on the outer catheter near to the proximal end of the balloon. A definitive root cause for the reported burst container or vessel could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h4, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the conquest pta balloon catheter. During the procedure, the balloon was allegedly not been inflated. It was further reported that an ultrasound found that the push rod was damaged, and after removing it from the patient's body, it was determined that the push rod had burst during pressurization. The procedure was completed using another device. There was no reported patient injury.